Event description:
The patient reportedly had a loss of sound, followed by a loss of lock. External equipment was exchanged; however, the problem was not resolved. Surgery to explant the patient's device will be scheduled.